Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an electrophysiology study and left lateral accessory pathway ablation, an effusion occurred. Transseptal approach was used,the ice catheter was introduced and a small pericardial effusion was noted at baseline. The procedure was completed successfully and before removing all catheters, ice was once again used to check the effusion with no increase noted. The sheaths were pulled and the patient was transported to pacu to recover. Approximately two hours following the procedure, the patient became hypotensive and complained of shortness of breath. A transthoracic echocardiogram revealed an effusion for which a pericardiocentesis was performed to stabilize the patient.